Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify error alarm and no delivery alarm due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm and no delivery alarm. The customer reported that the insulin pump had no delivery alarm and while troubleshooting the insulin pump received another insulin pump error alarm. The customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.